Event description:
Same as MFR report# 3005099803-2008-04689. It was reported that during an unspecified procedure, two balloon burst occurred. The location of the lesion is unknown. The uromax ultra ureteral dilatation catheter was advanced to lesion, however, upon an unspecified inflation the balloon burst. The device was removed, and a second of the same device was advanced to the lesion, however, this balloon burst on an unspecified inflation. The device was removed, and the procedure was completed with a third of the same device. It was noted that the atms each balloon reached weren't "anywhere near the maximum" rated burst pressure (rbp). No patient injuries or complications were reported. The patient's status is reported as "fine".